Event description:
Device was originally replaced for recall, and reported on medwatch report #3015876-2008-01124. When the device was received and evaluated by physio-control, the patient event record stored in device memory was downloaded. The patient event record indicates that the device was used to treat person diagnosed in cardiac arrest. A total of four automated ECG analyses were performed and a shock was advised each time. The shocks were administered to the patient. There was approximately a nine second delay between the time the first shock was advised and available until the shock was delivered. The patient's outcome was not reported.

Manufacturer narrative:
It was previously determined, and reported on medwatch report #3015876-2008-01124, that the device software wa incorrectly configured as a semi-automatic defibrillator (shock button required) but the device hardware was configured as a fully automatic defibrillator (shock button cover added). Based on the recorded patient event record, the device operator must have removed the shock button switch cover prior to administering the first shock.